Manufacturer narrative:
Ge healthcare's investigation determined that the root cause of the reported issue is due to the operator incorrectly isolating the pt for a non-invasive procedure (i.e. Incorrect use of padding). No issue was found with the system. When a pt is scanned, they are exposed to high-power electromagnetic fields, which are an essential component in producing an MRI image. Because the body is a conductor of electricity, conductive loops can be formed, and localized heating can occur at contact points between adjacent body parts where these loops occur. This localized heating can result in discomfort, or burns. The mr system is shipped with an assortment of mr compatible, non-conductive pads that are to be used to help prevent a pt burn from closed loops formed by the following examples: clasped hands, by hands touching the body, from thighs contacting, the pt's breast contacting the chest wall over a small area, etc. The mr safety manual explains where to insert these non-conducting pads, which are at least 0.25 inches thick, between touching parts and between the pt and the bore wall and the pt and any coils or conductors. The operator should not use pads which have not been declared mr compatible (eg. Customer supplied pads).

Event description:
A pt undergoing a MRI of their pelvis while under anesthesia or sedation, sustained a second degree burn to their right elbow, that included a 3cm blister. It is reported that the pt consulted with plastic surgery. No further info concerning treatment of the pt is known at this time. The pt was positioned feet first supine within the 8ch torso array coil. The pt was dressed in a site provided hospital gown that was reported to have some snaps. Pillow cases were used to prevent contact of skin to the side of the magnet bore. It is reported recommended padding was not utilized to isolate contact of skin to the side of the magnet bore or to prevent skin to skin contact. It is also reported that one of the snaps from the gown may have been in contact with the pt.